Event description:
It was reported that, during a field inspection, it was noticed that the tip of the daa double offset adapter right 80/45 was found broken. No case was involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
It was reported that, during field inspection, it was noticed that the tips of the daa double offset adapter left 80/45 and the daa double offset adapter right 80/45 were broken. No case involved; therefore, there was no patient involvement. The device, used in treatment, was not returned for investigation nor was a batch number communicated. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. Review of past corrective actions was performed. No further escalation is required. A review of the complaint history was conducted. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.